Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8193905. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-07-12. Medical device lot #: 8130570. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-10. Medical device lot #: 8088520. Medical device expiration date: 2023-03-31. Device manufacture date: 2018-03-29. Medical device lot #: 8001998. Medical device expiration date: 2022-12-31. Device manufacture date: 2018-01-01. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with damaged, bad print and black and white marks affecting 621 syringes across the 4 lots affected, 8193905, 8130570, 8088520, 8001998.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with damaged, bad print and black and white marks affecting 621 syringes across the 4 lots affected, 8193905, 8130570, 8088520, 8001998.

Manufacturer narrative:
Investigation: two loose 10ml syringes were received and evaluated for lot number 8193905. It was observed one syringe had four black embedded foreign matter particles in the luer. The particles appeared to be burnt plastic and were smaller than level 3 in size, which is acceptable per product specification. One syringe was observed to have a jammed stopper condition were a portion of the stopper was wedged in between the plunger rod and the inside of the barrel wall. Eight loose 10ml syringes were received and evaluated for lot number 8130570. One syringe was observed to have an incomplete fill of the grad line numbers and is rejectable per product specification. Two syringes were observed, and each had a foreign matter fiber outside the fluid path behind the stopper. One fiber appeared to be plastic and one fiber appeared to be a piece of fabric. Both fibers are larger than level 3 in size and are rejectable per product specification. Two syringes were observed to each have black foreign matter particles that appear to be ink attached to the outside of the barrel. On one syringe there was five small particles outside the grad lines extending between the 3 and 7ml markings, one of which was larger than level 3 in size and was acceptable per product specification. On one syringe there was two large particles below the 1ml marking outside the grad lines, both of which were larger than level 4 in size and are rejectable per product specification. Two syringes were observed to each have embedded foreign matter. One syringe contained a small red particle in the luer of the barrel. It appeared to be a piece of gasket and was smaller than level 3 in size which is acceptable per product specification. One syringe contained multiple black particles starting in the thumb rest and extending approximately 1¿ down the ribs of the plunger rod. They particles appear to be burnt plastic, one of which was larger than level 3 in size and is rejectable per product specification. One syringe was observed to have significant damage causing deformations in the barrel and luer. Most of the damage was below the 2ml marking, with two perpendicular indentations approximately 0.25¿ in length and one diagonal indentation approximately 0.5¿ in length extending from the luer to the bottom of the barrel. There was also a small indentation approximately 0.125¿ in length above the ¿b¿ in the bd logo three loose 10ml syringes were received and evaluated for lot number 8088520. One syringe was observed to have a black foreign matter particle outside the grad lines, centered on the 6ml marking. It appeared to be ink and was larger than level 4 in size, which is rejectable per product specification. One syringe was observed to have a damaged plunger rod in which two of the ribs were deformed approximately 2.75¿ from the thumb rest. One syringe was observed to have an ink smear on the 8ml marking. The smear affected less than half of the ¿8¿ and is considered acceptable per product specification. Three loose 10ml syringes were received and evaluated for lot number 8054540. One syringe was observed to have been crushed near the top of the barrel. A portion of the flange was broken off, the thumb rest was cracked in half and the plunger rod was twisted with deformed ribs. One syringe was observed to two small scratches above the bd logo and minor indentations on two of the plunger rod ribs. One syringe was observed to have a string of embedded foreign matter above the grad lines half way around the barrel. It appears to be contamination and is larger than level 3 in size which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Potential root cause is due to the marking process for the scale quality, packaging process for foreign matter outside the fluid path, molding process for embedded foreign matter, and assembly process for the damaged plunger.